Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was not cutting as well. The harvester did the first branch and there was some bleeding which was resolved by the cautery device. The next branch was fine, but on the third branch the device hit the short cycle around 3-4 seconds. The harvester did a couple more branches before switching to hemopro 1 to the complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood, and the handle was bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "not cutting as well" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).